Event description:
Procedure type: sigmoid resection. According to the reporter: stapler was fired without incident; upon inspection of donuts, both donuts were complete and no abnormalities were noted. A leak test was performed and no leak was detected. Pt. Was fine for two weeks then reported discomfort then pain; on (B)(6) 2013, dr. (B)(6) reoperated and discovered the anastomosis had broken down. There was unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
Tracking number: (B)(4).